Event description:
It was reported that the patient experienced syncope and presented to the emergency room. A transmission observed the right ventricular (rv) lead with a high number of sensing integrity counter (sic). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.